Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected software error or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error. Device uploaded to care link pro web and generated all nine summary reports and a daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, power loss alarms, device settings reset, or moisture damage inside of the battery tube were noted during testing.